Manufacturer narrative:
(B)(4). Onsite field service representative visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the main board. The fsr performed the operational verification procedure (ovp) and user verification test (uvt), all passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Device evaluation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed through the events log and duplicated during the functional check. The failure was isolated to a failed pt802 transducer. CAPA (B)(4) is currently open to address this issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator experienced a transducer fault during the extended systems test (est) and user verification test (uvt). The reporter advised that patient involvement is unknown however there was no reported patient harm or injury.